Event description:
It was reported that the patient required post-implant dobutamine for more than 7 days due to need to increase central venous pressure (cvp) and maintain mean arterial pressure (map). The patient was still weaning off of dobutamine as of (B)(6) 2022. On (B)(6) 2022 the patient had elevated white blood cell count of 14.7 and 15.8, down from 17.4 on (B)(6) 2022. Cultures were done due to increasing drainage from the driveline exit site. As of (B)(6) 2022, the cultures were negative as well as urine test also being negative. Patient was given prophylactic doxycycline for 5 days. The patient had a corepack placed on (B)(6) 2022 due to malnutrition secondary to poor intake. On (B)(6) 2022, the patient had a left pleural effusion drained. It was later communicated that dobutamine was discontinued on (B)(6) 2022. The chest tube was removed on (B)(6) 2022 and the corepak tube was removed on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the infection resolved on (B)(6) 2022 and all labs were within normal limits.

Event description:
On (B)(6) 2022 a computed tomography (CT) scan was performed due to a cough which showed a large pleural effusion which was treated with a thoracentesis procedure. The patient's condition resolved without sequelae.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. Additionally, a specific cause for the drainage from the driveline exit site could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas and no further events have been reported at this time. The hm3 lvas instructions for use (IFU) lists potential adverse events including right heart failure that may be associated with the use of heartmate 3 left ventricular assist system. This document states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Additionally, although cultures of the drainage from the driveline exit site came back negative, the IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25jul2022. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications the heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including right heart failure that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Additionally, although cultures of the drainage from the driveline exit site came back negative, the IFU lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.